Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose levels were not impacted. For the past occlusion alarms, the customer changed all pump supplies to resolve the occlusions. A system check was performed using the current supplies and the pump was functioning as expected. No damage to the cannula was noted. Reportedly, the pump is kept inside a pouch. Tandem technical support advised the customer to keep the pump clipped on clothing in order to prevent abrupt temperature changes to the pump. The contact reported that the customer would use manual injections for insulin therapy.